Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was off for approximately a month. After being connected to a power source, the pump was unable to be powered back on. The customer's blood glucose was 200 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.